Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced a low blood glucose episode in the afternoon while using the ilet pump after approximately one week on therapy. The user self-treated with oral carbohydrates and subsequently expressed concern regarding the potential for overnight hypoglycemia. The reported symptoms included hypoglycemia. During the interaction, the support agent reviewed the basal, meal, and correction algorithms and provided education on proper meal announcements, including the importance of avoiding double meal announcements, which could result in excess insulin delivery. The outcome included no device alerts or alarms, no hospitalization, and confirmation of a fingerstick blood glucose value of 134 mg/dl, with blood glucose not affected at the time of the call. The investigation included troubleshooting and user education on hypoglycemia management and correct use of meal announcements, as well as confirmation of current blood glucose by fingerstick. Review of the case identified user technique concerns related to overtreatment of hypoglycemia and prior double meal announcement behavior. No device malfunction was reported. Based on previously established findings for similar reports, it was concluded that user technique contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.